Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. No failed battery alarms and blank display anomaly noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with minor scratches on lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin alarmed failed battery test after changing the batteries for 8 times. Troubleshooting was done for failed battery test. Customer's blood glucose was 148 mg/dl. After troubleshooting the customer stated he did not receive failed battery test. Customer stated the insulin pump had blank display. Customer's blood glucose was 180 mg/dl. During the troubleshooting, customer sated there were scratches on the insulin pump screen and prevents him from reading the screen. The insulin pump got wet while at work. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.